Manufacturer narrative:
This case was identified as duplicate of case (B)(4) and therefore, it will be deleted from bayer database.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age in (B)(6) on 05-mar-2016 who had essure (fallopian tube occlusion insert) inserted on an unspecified date for sterilization. Consumer stated an implant breakage occurred and it broke her body. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and an implant breakage occurred. This event is unlisted according to essure's reference safety information. In this particular case, minimal information was provided. Although the exact mechanism of the reported device breakage was not informed; considering event's nature, a causal relationship with the suspect insert cannot be excluded. This case was regarded as an other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Follow-up information and product technical analysis are being sought.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.